Event description:
Device explanted due to eri. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The biomonitor iii was inspected visually revealing no anomalies. The devices memory content was analyzed. The device detected eri on (B)(6) 2021 as a consequence of low battery voltage. However, all battery parameters indicated a healthy battery. Presumably, the eri status was incorrectly activated due to a temporary fluctuation of the battery voltage. However, the root cause of this could not be determined conclusively from the available information. The eri status was removed and the device was subjected to an electric test, which confirmed the devices functionality to be as specified. In summary, the eri status was activated incorrectly. The root cause could not be determined conclusively. There was no indication of a battery depletion.